Event description:
The deep brain stimulation pt developed a subcutaneous infection at the stimulator. The pt was treated with antibiotics and device explant. The infection was classified as a severe adverse event. The infection which resolved.